Event description:
The registrar, under the supervision of the attending surgeon, reamed the pt acetabulum to 52mm with consigned cutting edge reamers. They then threaded the 52mm window trial onto the trident cup impactor and impacted into pt's acetabulum. After identifying that the cup fit well, they attempted to remove the window trial by rocking the impactor handle. Impactor handle then loosened from window trial and came out of the site of surgery without the window trial attached. It was determined that the threads on the window trial stripped and the cup was lodged in place. Several instruments such as a bone hook, reverse rounguer, pliers, and bristo were used to try and pry window trial from pt. After approx 20 minutes of attempted removal, the window trial was removed using a moore slap hammer with backward hook attachment. Because window trial originally fit well into the pt's acetabulum, the surgery proceeded as normal with definitive cup impactor once the trial was removed.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.